Event description:
It was reported that the patient presented for post op visit complaining of shortness of breath and headaches since discharge. A chest x-ray revealed that the lead had dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.